Event description:
Attorney alleges patient "has suffered injuries as a result of having been implanted with the sprint fidelis lead" and "as a result of the lead, (patient) suffered injury and damages as set forth in the master complaint." Master complaint alleges as a result of lead, patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental aguish, economic losses and other damages." Review of manufacturer's database verified patient's death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Evaluation summary: no anomalies found. Proximal segment returned and analyzed.